Event description:
It was reported that the implant on tooth site #24 was removed due to an allergic reaction. Symptoms of the event: pain.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). PMA/510(k) numbers: k011028, k013227. Postal code/zip code: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation visual evaluation of the as returned product identified signs of use. The implant matched print specifications. Based on the evaluation, the device malfunction has not occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot 1240677 revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Sterilization record op# 160 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1240677 for similar events and no other complaint was identified. Functional testing could not be performed for the reported event (allergic reaction). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient specific issue (i.e. Inadequate oral hygiene and poor bone density). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.